Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular implantation procedure the lens was implanted and was observed to have cracks along the outer diameter of the optic and was not explanted. Additional information has been requested.